Manufacturer narrative:
The acucare hfnc nasal cannula was not returned to resmed for an extensive engineering investigation. A photo of the hfnc product confirmed the reported torn cannula. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the tube was likely to have been torn due to the jerking movement of the patient. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an acucare mask tore at the cannula connection while on a hospital patient. The patient was later intubated. Per the reporter, "the interface was torn at the connection at the cannula. The tear was right at the hub of the cannula. However, this patient was jerking the set up on/off all afternoon. Patient had to be intubated, but we feel it was due to condition, not the device".

Manufacturer narrative:
The device was not returned to resmed for evaluation, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an acucare mask tore at the cannula connection while on a hospital patient. The patient was later intubated. Per the reporter, "the interface was torn at the connection at the cannula. The tear was right at the hub of the cannula. However, this patient was jerking the set up on/off all afternoon. Patient had to be intubated, but we feel it was due to condition, not the device".